Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole: "during 3 lap chol cases with 3 different surgeons as mentioned above, they had the issue of jackknifed clip. In the past months, the customer had no issues with the clipapplier. The where in serviced the correct way and used the clipapplier in the same was as normal. Due to the jackknifed clips, the clips did not hold/fixate on the duct cysticus and artery. After discussing the compliant, we fixed 3 similar complaints of 3 different surgeons, but the clipappliers had the same lot number. The six clipappliers on stock were taken as precaution from the stock. And also be send for..."